Event description:
It was reported that the custom tubing pack was received with an unsealed/open sterile barrier (tyvek). No harm to any person was reported. Since the failure is related with sterile barrier failure, the complaint is reportable. (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
It was reported that the custom tubing pack was not sealed properly, and sterile barrier was found as open. No harm to any person was reported. A sample investigation could not be performed as the product was discarded by the customer. However, a photographical evidence was received which shows the reported failure "open tyvek seal" based on this, the complaint could be confirmed, but production related influences could not be confirmed at this moment. Further, the received photographical evidence has been shared with r&d packaging engineers, since seal seems are not visible within the picture, and no evaluation could be performed for the all sealing area & for additional damages as the product was discarded, it was confirmed that the potential causes cannot be determined with current information. Based on the available information, the exact cause of the reported failure could not be determined. However, the reported failure might be related with the below influences as in accordance with the risk assessment file of the product: manufacturing: - out of spec material used - wrong material used - inappropriate fixation of the components or enforced position of the components in the packaging. Transport / storage: - inappropriate storage / transport conditions user: - lack of attention on device handling. These root causes could not be confirmed. The production history records (dhrs) of the affected hqv 51201#membrane perfusion pack with lot# 3000441245 was reviewed on 2025-11-25. According to the DHR results, the product hqv 51201#membrane perfusion pack passed the defined manufacturing and final release specifications. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Besides of the above, the maintenance records of the sealing machine has been controlled for potential contribution via sap system. No non-conformities were found that could cause to reported failure during the production time of this specific custom tubing set. The related mitigations are in place of instruction for use of the product as below: IFU warning: damage to the device or packaging. A non-sterile or defective device can result in patient infections. - perform a careful visual inspection of the sterile packaging before use. Pay particular attention to moisture, openings and soiling. - perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. IFU warning: the use of non-sterile or defective devices can result in infection of the patient, user and third parties. - only use the device if it is sterile. - do not use the device if it or the sterile packaging is damaged. - observe the use-by date on the packaging. - always observe strict asepsis when handling the device. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the custom tubing set. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.